Manufacturer narrative:
(B)(4). The device has has been evaluated by a maquet field safety technician on 2016-02-12 with service order no. (B)(4). The broken belt has been replaced. Affected pump:mcp00703237#rpm 20-320 single roller pump: (B)(4). The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). It was reported that during maintenance it was detected that the belt was no longer in the intended raceway. The belt was broken. (B)(4).

Manufacturer narrative:
During maintenance the device has been investigated by field service technician and it was found that the belt was broken and no longer in the intended raceway. Furthermore two other issues have been found by the field service technician: stripes/scratched on the tachoboard ((B)(4)). Not possible to switch on rpm ((B)(4)). In course of the investigation, related to above mentioned complaints ((B)(4)), it has been confirmed that the most probable root cause for the broken belt is: pulleys do not have the same height. It is also noted in the investigation report that the position of the pulleys needs to be checked by the technician to avoid further damages of the new belts. This information was forwarded to the ssu. According to (B)(4) the broken belt has been replaced. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4)